Event description:
A malfunction occurred with the customer's insulin pump, identified by malf 13 and malf 13-0x221d. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.